Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation has shown that the weld of the hammering anvil is indeed broken off and got detached from the handle. Further investigation has shown that the thread tip also broken off. In the pfna blade stuck the broken thread tip of impactor. It is presumed that a mechanical overload situation had lead to this damage. Currently the handle design is being revisited, related with the loose handles. The manufacturing records were reviewed and no complaint related issues were found, the instrument conforms to our specifications.

Event description:
It was reported that the impactor broke when the hospital removed the proximal femoral nail antirotation from the impactor. This is report 1 of 1 for complaint (B)(4).